Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."

Event description:
An echocardiography was performed upon completion of a mapping and ablation procedures in the left atrium. No cardiac tamponade was found at that time. When the second echo was performed, a moderate cardiac tamponade was discovered. Cardiac drainage was performed. The physician believed it to be procedure related, where the myocardium damage might have happened while ablating between his left appendage and superior pulmonary vein. Patient had fully recovered and his status condition is stable. Prognosis is satisfactory. The product was an off label use ( in another country, ablation with navistar catheter is not approved).